Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified and 90% in-stent restenosis in the proximal portion of the lad, the quantum maverick monorail balloon lost pressure at 14 atmospheres on the initial inflation after intervention with a cutting balloon. The patient was asymptomatic during this event. The procedure continued with placement of a nir stent in the proximal portion of the lad lesion. A 0.014" forte-floppy guidewire with markers and a cordis brite tip guide catheter (size unknown) were also used in this case, but the types and sizes of introducer sheath and inflation device used are unknown. The procedure was succesfully completed. Patient status is reported as 'good'.